Event description:
Customer reported via phone call that they were unable to set up the easy bolus. Customer stated the up and down key would not work to set the bolus. Customer's blood glucose reading at the time of the call was 72 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.